Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio-control replaced the power module then made other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control further evaluated the removed power module and determined that the cause of the reported issue was that integrated circuit, designator u1, on the eos power supply was electrically overstressed. It was also observed that there was additional damage to a transistor, designator q6, and two (2) resistors, designators r1 and r4.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device would not power on using ac or dc power. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device would not power on using ac or dc power. There was no patient use associated with the reported event.